Manufacturer narrative:
Image review: eight media files and one static image were provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth appeared to be possibly 0-1mm on the non-coronary cusp (ncc) and approximately 0mm on the left coronary cusp in the left anterior oblique (lao) view. Depth assessment in the cusp overlap view was not provided therefore depth on the ncc is an estimate. Depth assessment at the ncc is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the left coronary cusp (lcc). The valve may be released once these steps are completed. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The valve was recaptured and attempted to be deployed a second time resulting in a similar depth; therefore, the valve was recaptured and redeployed a third time. Depth prior to final release was possibly 4-5mm on the non-coronary cusp and approximately 1mm on the left coronary cusp in the lao view which would warrant another recapture. The valve dislodged above the annulus after release. Subsequently, the dislodged valve was snared to the ascending aorta and a non-medtronic valve was implanted. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pre-balloon dilation was performed with an 18 mm non-medtronic balloon. The valve was confirmed to be loaded correctly. The valve was deployed at a depth of 1 mm on the non-coronary cusp (ncc) and 0 mm on the left coronary cusp (lcc). The valve was recaptured and redeployed. On the second deployment, the valve was at 2 mm on the ncc and 0 mm on the lcc. The valve was recaptured again. The valve was deployed for a third time at a depth of 5 mm on the ncc and 2 mm on the lcc. The valve was fully deployed. Due to the delivery catheter system (dcs) being on the outer curvature, the dcs was held neutral. As the valve was deployed, the catheter came past the "c" tab on the outer curve and was still covering the "c" tab on the inner curvature. The dcs was held steady however the valve dislodged on the ncc side to a depth of -5 mm on the ncc and 2 mm on the lcc. An echocardiogram showed no leak and a gradient of 4 mmhg. The patient had existing grafts therefore was not coronary dependent, eliminating concerns of coronary occlusion. The valve was snared and pulled into the ascending aorta. A non-medtronic valve was implanted. Speculated causes of the dis lodgement included left ventricular outflow tract narrowing, delivery system tension build-up, and an unusual "c" tab release.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012457879); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012373650); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.